Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 106 mg/dl at the time of incident. The customer's wife stated that the pump was not powering on when inserting new batteries. The pump turned on and they were able to proceed with the troubleshooting. She also stated that the pump alarmed failed battery test. Troubleshooting for the failed battery test alarm was not completed because the pump was not alarming at the time of the call. The customer's wife was advised to call back if the pump alarms failed battery test with new batteries. The insulin pump was not returned for analysis.